Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock as the implantable cardioverter defibrillator (ICD) misdetected svt (supra ventricular tachycardia (svt) /one-to-one rhythm as vf (ventricular fibrillation) and delivered a shock. It was noted that morphology changed after the shock. The ICD remains in use. No further patient complications have been reported as a result of this event.